Event description:
A customer reported getting error message "2163 y-axis cup transfer cup release failure" on the aia-2000 analyzer. The customer stated the analyzer was rebooted but error persisted, analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse instructed the customer to inspect the plastic block on the cup picking assembly to make sure it was all the way down and moving freely; the customer found the plastic block was sticky which was causing the analyzer to think it had a cup present when no cup was present. Fse instructed the customer to clean the cup chuck plastic block so it would move freely. The customer was able to clean the plastic block and get it to move freely and the error did not reoccur. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10651901. There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2163] y-axis cup transfer cup release failure cause : the cup-gripping sensor detected a cup after the cup release operation. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to sticky cup picking assembly.